Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic intraperitoneal onlay mesh (ipom) procedure. The tacking device was being used during the mesh fixation. The tacks were not coming out completely. Tacks were able to be fired from the device. The fired tacks were able to penetrate the tissue and hold correctly onto the tissue. In order to resolve the issue and complete the case, the tacks were taken out as they were not getting fixed completely. There was no patient harm. The patient outcome is alive, no injury.